Event description:
It was reported that "some hours" after inflating the cuff on the tracheostomy tube, it had to be exchanged because the patient was having a lot of pain. After removing the product from the patient, the user noticed that the tube appeared to be asymmetric. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a pediatric tracheostomy tube was received for evaluation. A dimensional test was performed to ensure the symmetry of the cannula according to process instructions. It was observed that the tube is symmetric. An inflation/deflation test was performed. It was confirmed that the cuff presented with a distortion. However, a distortion of this magnitude observed on the received sample would have been detected during the manufacturing inflation / deflation tests and removed from the lot. The distortion condition is not confirmed as related to the manufacturing process.